Event description:
Addl info from the hcp reports the pt presented with fever, chills, diffuse global spasms, confusion, and hallucinations. The pt was treated with oral baclofen, a refilling of the pump with a bolus, and the continuous infusion of medication. The pt is reported to have recovered in 2 days without sequela.

Event description:
No drug was placed in the new pump after replacement in 2004. The catheter had been cleared of drug and the new pump attached. The pt was given a presciption for oral baclofen. The pt was admitted to the hospital the following day with signs of withdrawal. The pt's pump was filled and programmed with baclofen. A follow up report will be sent when additional information is received.